Event description:
The pt underwent implantation of a synchromed pump and catheter in 6/1996 for intrathecal infusion on intrathecal morphine for non-malignant pain. The pt underwent explantation of the pump due to battery depletion and the hcp noted aspiration of granules through the catheter. An MRI showed a mass at the catheter tip. The catheter tip was removed in 10/2000 and cultures of the catheter were negative. The catheter tip was discarded. The mass was sent for pathological analysis. The surgeon noted the mass was hard and encapsulated with greenish brown fluid oozing out from it. The pt experienced paraplegia postoperatively. No add'l info on pt condition has been received. A follow up report will be sent when new info is obtained.